Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging a sample draw issue with the onetouch ultra test strips. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that reported issue began on a day prior, at 11:30 am. During that time, the patient reportedly could not get a blood glucose reading because the test strips would not fill completely. The patient stated that she was at the pharmacy when this happened and after an hour of the reported issue, she reportedly felt symptoms of "shakiness and weakness." She then reportedly left home to eat something and reportedly took more food and/or drink. The patient reportedly did not receive/require and medical attention. The patient's test strips were replaced. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.